Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the repair center technician found no image due to damage on the circuit board unit and an incompatible scope error (e315) due to corrosion on the endoscope connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, no image was due to damage on the circuit board unit and an incompatible scope error (e315) due to corrosion on the endoscope connector the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.